Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon further evaluation, it has been determined that the flow rate deviation does not meet the criteria to be classified as a complaint. The flow rate was within specifications. Reference to complaint #(B)(4).

Event description:
On (B)(6) 2024 during servicing activities of zyno medical devices, which includes preventive maintenance there is a flowrate offset% issue observed where flowrate offset% at pre-rework is 2% and flowrate offset at post-rework is -4%. The issue is observed during preventive maintenance, so there is no patient involved. All the issues observed during preventive maintenance activities were resolved.

Manufacturer narrative:
During preventive maintenance activities done by zyno, llc flowrate offset issue was observed. Cause traced to maintenance as there were no preventive maintenance activities performed in year 2023 according to our reports which indicate that the device missed yearly maintenance required. As this issue was observed during preventive maintenance, all the issues observed were resolved. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.